Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2025 to replace the leads. During the procedure, a previously abandoned lead [related manufacturer reference number:1627487-2025-00341] was removed as well.

Manufacturer narrative:
Correction section d4: the initially reported lead had no allegations against it. The lead information has been updated. Correction section d6a: the implant date should have been (B)(6) 2019 rather than (B)(6) 2024 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported, the patient was experiencing ineffective therapy. Reprogramming has been unsuccessful at restoring therapy. As a result, surgical intervention may be undertaken to address the issue.